Event description:
The customer reported a ventilator was leaking from the oxygen manifold during testing outside of clinical use. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer to replace the oxygen manifold and provided the part identification number. As a result, the customer replaced the part. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.